Manufacturer narrative:
Concomitant medical products: cook, ds-60cc-s, dilation syringe; cook, fs-wl-p-s, fusion wire guide locking device; cook, fs-25m-35, fusion triple lumen sphincterotome. Investigation evaluation: our laboratory evaluation of the product said to be involved determined there was a crack in the catheter. The pre-loaded wire guide was included in the return. A functional test could not be performed on the returned device due to the presence of a crack in the catheter. A visual inspection of the catheter showed a crack approximately 122 cm from the distal end. Kinks were observed in the associated wire guide approximately 128.8 cm and 170.5 cm from the distal end. Additionally, although not related to the report, a visual examination of the distal end showed that the blue catheter and purple tubing were not glued to specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated that a kink was observed in the catheter prior to use. The user is advised not to use the device if any abnormalities are detected. Use of the device after detection of an abnormality is the most likely cause for the reported observation. The instructions for use caution the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The additional information provided indicated the balloon dilator did not receive lubrication prior to advancement through the endoscope. This is another likely cause for the reported observation. The instructions for use direct the user, "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used after an abnormality was detected on visual inspection and the balloon did not receive lubrication prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a sphincterotomy, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. The catheter was kinked prior to use. The additional information provided indicates that the procedure was finished with the kinked balloon. There was no reportable information at this time. The device was received for evaluation on 07/26/2018 and was found to have a crack in the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.